Event description:
The patient fell while skiing and fractured their patella. The surgeon removed the patella implant and wired it back together. The knee was also washed thoroughly and the poly tibial insert was replaced. (B)(4).